Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist confirmed with the customer that the server and ehr were communicating following increased available storage space. The team will need to implement a solution to better manage the e drive to prevent continuous data accumulation. Tss later got access and logged into the stations and deployed the shrink package to all devices at the site. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the station and ehr were not crossing over orders. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.